Event description:
With the gantry set at 180 degrees, the operator began moving the image intensifier towards the pt while watching the crt display and not the pt. The image intensifier moved down and touched the pt. There was no report of injury to the pt.